Event description:
It was reported that while the patient was on the operating table, the trial lead had out of range impedances and the patient was not receiving stimulation despite the system being at the maximum voltage. The impedances were tested at the default level as well as at 1.5volts and 3volts. The reference electrode was changed ¿a few times¿ while impedance testing, but the out of range impedances continued. The multi-lead trialing cable (mltc) was not changed, but the lead was and the issue resolved. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant: product ID neu_stylet_acc, product type accessory. Product ID 977d160, (B)(4), product type screening device. (B)(4).

Manufacturer narrative:
Analysis of the lead, lot number va0n47l017, found no anomaly. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.